Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received button error alarm and screen was frozen. The customer¿s blood glucose level was 300 mg/dl at the time of incident. Customer stated that the buttons of insulin pump was were not responding and time was not advancing. Customer also experienced high blood glucose and it was treated with manual injection. Customer assisted with troubleshooting for button error, however declined for high blood glucose. The customer was advised to discontinue use of the insulin pump and revert to the backup plan. Customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.